Event description:
Needlestick due to faulty equipment - safety mechanism did not fully engage on magellan hypodermic safety needle after (B)(6) vaccine was administered to patient. FDA safety report ID # (B)(4).